Event description:
Drive medical has received a complaint from an assisted living facility about an incident involving a hydraulic pt lift allegedly imported and distributed by (B)(4). It is alleged that an aide was moving the pt when the two legs moved closer causing the lift to tip and the pt to fall hitting the aide's shoulder. The pt allegedly fell on the floor and broke her hip. The pt lift is reported as a rental item and had been used for less than a month. This MDR is based on the info provided by the assisted living facility and the medical supplier who provided the lift at issue.